Manufacturer narrative:
Initial reporter phone number (B)(6).

Event description:
The customer requested a replacement speaker for the intellivue multi measurement server x2. At the time of this report it was not confirmed whether a "speaker malfunction" inop was displayed on the x2 and whether sound was still coming from the device. It is unknown whether the device was in use monitoring a patient at the time of the reported issue.

Manufacturer narrative:
This supplemental report is submitted with reference to manufacturer's report 9610816-2021-10021 to update manufacturing site.